Event description:
The customer reported a leak of approximately 5 ml of clear fluid dripped from inside the unicel dxh 800 coulter cellular analysis system. The customer was unable to locate the source of the leak but stated that the leak was noticed while running startup on the instrument. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed aspiration failures and diluent leak from the blood sampling valve (bsv) area. The fse discovered a disconnected tubing from the bsv connector at right-hand port of the top of the front pad of the bsv. The fse re-seated the tubing and cleaned the area. The fse also found a clogged aspiration probe and proceeded to replace the probe. Repairs were verified per established procedures and results met published specifications. Failure mode of the event are attributed to a disconnected tubing from the bsv connector and a clogged aspiration probe. (B)(4).